Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the central sterile department has indicated they have several broken depuy items. A spacer block that on the extension end has one bent/broken prong, missing a spring, while the other side has a warped spring. A 3 fb artic surf that is missing a spring on the prong, and has a warped prong on opposite side. A size 6 fb artic surf with a bent prong, and missing spring. A 8 artic surface that is missing a spring. None of these items caused a delay in any surgery. Nobody was injured by these missing pieces, or broken pieces.